Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee surgery, the control unit was over rotated. The control unit had an over pressure or flow rate which caused fluid overload to patient surgical site. The procedure was successfully completed with non-significant delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10, h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation revealed no issues. The device functioned as intended. During a knee surgery, the control unit, dyonics 25 had an over pressure or overflow rate which caused fluid overload to patient surgical site. The procedure was successfully completed with non-significant delay using a s+n back-up device. No further complications were reported. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.